Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4, h6: part: 04.503.752s. Lot: 8l08215. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 22 april 2021. Expiration date: 01 april 2031. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.503.752. Lot: 96p6455. Photo investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, the matrixmandible mini tension band plate was observed to be broken into two pieces. However, the root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: locking screw (part #: 04.503.610.01c, lot # unknown, quantity # 12). Unknown matrixmandible (part #: ,lot # unknown, quantity # 1).

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a reexamination for plate breakage and had a second surgery to remove broken plate. It was unknown if the removal surgery completed successfully. The patient was stable. This complaint involves two (2) devices. This report is for (1)matrixmandible mini pl-tension band brd/3x3h/ malleable/1.0mm. This report is 2 of 2 for (B)(4).